Manufacturer narrative:
Continuation of d10: product ID d-evprop34; product lot/serial number (B)(6); product type: delivery catheter system (dcs) product ID l-evprop34; product lot/serial number (B)(6); product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was checked during loading and an overlap to the fourth node was observed. The valve was reassembled again in the same delivery catheter system (dcs). The valve was rechecked using fluoroscopy and a crown overlap up to the third node was observed, so the valve was accepted for use. Pre-dilation was performed using a 23x45 balloon. The dcs was introduced via the right femoral artery and during release of the valve, infolding was observed. The valve and dcs were removed from the patient and reassembled. Loading check showed overlap to the third node. The valve and dcs were reinserted into the patient and during release of the valve, a new infold was observed. The valve and dcs were removed from the patient. A new valve was loaded with an acceptable loading check. One recapture was performed before the second valve was successfully implanted. Echocardiogram showed moderate regurgitation, so post-dilation was performed using a 25x50 balloon. The patient remained stable, with mild regurgitation and an average gradient of 3mmhg. No intervention or prolonged hospitalizationwas needed as there was no serious injury during this event. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d9 h2 h3 h6: product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in its original packaging jar submerged in clear solution. As received, all leaflets were in a partially closed position with tenting observed between leaflets 1 and 3 and a gap between leaflets 2 and 3. All leaflets were flexible. Creases and imprints were observed on the leaflets. Thinning was noted where frame imprints were present. All commissures were intact. The valve frame appeared slightly compressed along the valve skirt area. The valve was submerged in warm (approximate 37 celsius) saline to expand the frame. No kinks or distortions were noted on the frame. The valve was discolored showing evidence of blood contact. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow struts. The capsule was advanced until the distal end of the capsule guide tube covered the distal end of the commissure pad of the bioprosthesis frame. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. The capsule was visually and tactilely inspected. The capsule was free from any bends or discolorations. The valve was then deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no issues were noted. The valve was fully deployed. No anomalies were noted during the deployment simulation. Conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, no issues were noted during the product analysis assessment and the valve was fully deployed to the point of no recapture. No anomalies were noted during the deployment simulation. Moreover, the image subject matter expert assessment discovered evidence of a persistent misload, however, a misload was not identified and a conclusive cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 85.9 millimeter (mm) with a perimeter derived diameter of 27.3mm suggesting a 34mm valve. Fluoroscopy valve load inspection was performed and a misload was present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The system should not be used. The valve, delivery catheter system (dcs), compression loading system (cls), loading tray, and saline all must be replaced with new sterile components. It was reported that the valve was reassembled in the same delivery catheter system, and fluoroscopy valve load inspection showed evidence of a persistent misload by overlap to node 4. However, a misload was not identified and the valve was used for implantation. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. The misloaded valve was deployed just prior to the point of no recapture and fluoroscopic images showed evidence of an infold. The infolded valve was recaptured and redeployed a second time without re solution of the infold. Of note, recapturing an infolded valve will not resolve the infold. It was reported that the infolded valve was recaptured, removed from the body, and reassembled. As stated in the IFU, if a bioprosthesis and catheter have been removed from a patient, both the bioprosthesis and catheter should not be used; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Another fluoroscopy valve load inspection of the same components was performed, and persistent misload was present by overlap to node 4 which resulted in another infold during deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Ultimately, it was reported that a new valve was loaded, and fluoroscopy valve load inspection confirmed a good load. There is evidence of at least one recapture but no evidence of infold. The valve was deployed, and significant aortic regurgitation was noted on angiogram. A post implant dilatation was performed which visibly improved the aortic regurgitation. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a2 a3 a4 updated data: a1 b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that according to the physician, there were no anatomical features that contributed to the valve infold. Of note, the misload was not due to a new valve loader.